Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing was performed, and the device passed with no issues identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a connection issue; further described as "the minicap did not connect well". This was noticed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.